Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and right atrial (ra) lead was being seen in clinic for routine follow up. The device was programmed to aai mode and appeared to be losing capture. The patient was symptomatic. Paramedics were called and the patient was transported to the emergency room. There it was noted that the rv threshold was high and was not capturing. The patient was seen for a revision procedure where the right ventricular (rv) lead was surgically abandoned and replaced. The ra lead displayed acceptable thresholds of 1.5 volts at 1 millisecond. The ra lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.